Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative via email that an ar-2324kpsp peek knotless swivelock tip broke during insertion. This was discovered during a procedure. Additional information requested on 12/5/2024: this was discovered during an rcr procedure. The anchor was removed due to it not being able to self-punch, along with the fragments. The case was not delayed, and it was completed using an ar-2324bcm bio-composite swivelock sp.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.